Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) was found to have reached elective replacement indicator (eri). Approximately two weeks later, the patient contacted the hospital to say that the device was beeping. Interrogation showed that the device had reached end of life (eol). The chief physiologist thought that the time between eri and eol was very short. Premature battery depletion was suspected because the pacing percentage had slowly risen over the lifetime of the ICD but never exceeded 50%. This ICD was explanted and will be returned to boston scientific for analysis. No adverse patient effects were reported.